Event description:
It was reported that during use on a patient, the cardiosave generated an alarm and shutdown suddenly. It was later clarified that the alarm generated was "no backup battery detected". The iabp was replaced to continue therapy. It was noted that the patient's heart rate was around 120 to 130 and the iab frequency was 1:2. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The iabp unit was retrieved from the customers site and brought to the japan getinge office for evaluation. A getinge field service engineer (fse) evaluated the iabp unit and observed error code # 112 in the iabp log files which was generated due to the shutdown. However, although running tests were performed repeatedly, the fse was unable to duplicate the "shutdown" issue during the operation of the system. As a precautionary measure, the fse replaced the executive processor board, video generator board, coil cord cable, and the backplane to coiled cord cable assembly which are all parts relevant to the reported issues. Subsequently, the fse completed a regular inspection and all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave generated an alarm and shutdown suddenly. It was later clarified that the alarm generated was "no backup battery detected". The iabp was replaced to continue therapy. It was noted that the patient's heart rate was around 120 to 130 and the iab frequency was 1:2. There was no patient harm and no adverse event was reported.